Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The trigger was returned not engaged. There was biolo gical material on the device. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. Per DHR the product visistat 35w 6/box lot # 73k2400787 was manufactured on 10/28/2024 a total of (B)(4) pieces. Lot was released on 11/06/2024. DHR investigation did not show issues related to complaint. The reported complaint of "misfire/jamming - info not provided" could not be confirmed. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the root cause could not be confirmed by the returned sample. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".